Event description:
It was reported that a nurse practitioner's (B) (4) hhd screen would freeze on the procedure failed screen. It started a couple of months ago. The np tried performing hard and soft reset and problem still exists. A replacement handheld was sent to the np however, good faith attempts to have the old handheld returned to the MFR for product analysis have been unsuccessful to date.